Manufacturer narrative:
The device was received with the shuttle cartridge engaged to the handle. The advancer tube was separated from the catheter. The sealant was not returned with the device. The advancer tube, polyimide shaft, tamps locks and proximal detent were inspected. No anomalies were observed. A number of component features were measured and all features were found within specification. Based on the provided information and the investigation performed, the reported sealant deployed at skin level could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (lot f1220603) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent a diagnostic peripheral procedure on (B)(6) 2012. Accessed was obtained at the common femoral artery via a 5f sheath (model unknown). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the sealant was partially deployed. The sealant was partially above the skin and hemostasis was not achieved. Manual compression was applied for approximately 10 minutes at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela.